Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. During the visual inspection the lead tip was found deformed. Mechanical stress during surgery should be taken into consideration. Abrasion marks were found along the lead body. The insulation was intact. The deformations of the outer coil occurred most likely during the explantation procedure. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received info that this right atrial lead dislodged and was verified to be positioned in the right ventricle after fluoroscopy was performed. The physician attempted to reposition the lead in the right atrium but no pacing or sensing measurements could be captured as the right atrium muscle could no longer conduct any electrical activity. The dislodged lead was then explanted, and a previous capped ra lead was attached to the device header but still no electrical activity measurements could be detected in the atrium. The physician decided to reprogram the pt's cardiac resynchronization therapy pacemaker to vvir. No further actions taken. No add'l adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.